Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped charging the device as recommended. In turn, the ipg was deemed inoperable. The patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was resumed post procedure.